Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The right atrial (ra) and right ventricular (rv) leads were explanted and replaced. The implantable pulse generator (ipg) was inactivated. No further patient complications have been reported as a result of this event.